Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/27/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) screen went blank, power on mvs, no charge on imaging system. Found the keyboard had no response - opened mvs and pc and re-set, imaging system booted, shut-down mvs and re-started, system booted normally, and imaging system began to charge - performed system check-out. Issue resolved. System performed as intended. On 08/09/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. On 08/10/2016 a medtronic representative, following-up at the site, re-set the mobile view station (mvs) pc and issue was resolved. Performed a navigation system check-out. System performed as intended.

Event description:
A medtronic representative reported a site's imaging system mobile view station (mvs) monitor is completely black and the mvs will not turn off. The image acquisition system (ias) is not charging. No further details regarding this behavior were provided. There was no patient present when this issue was identified.